Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1; -1.00/0.50/173 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The patient experienced significant reduction of irido-corneal angles and headaches in the night on the patient's left side. On (B)(6) 2021 the lens was explanted and this resolved the problem. The cause of the event was reported as unknown.